Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. Customer was able to successfully clear the alarm and complete rewind. Customer performed self test and it passed. Customer stated they put new battery and then insulin pump was dead again, customer ran self test then got pump error alarm. Customer stated that they were able to clear alarm and complete rewind. Customer stated they performed self test but test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked case-corner of belt clip rails and a pillowing keypad overlay. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. No unexpected pump error 68, 48 and 23 alarm noted during the testing. The insulin pump history file/traces download was successful using thus. No pump error 48 alarm noted on the device history. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error 25, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. However, low battery alert was found in the formatted history file on (B)(6) 2021 at 08:06:00.000, (B)(6) 2021 at 16:11:00.000 and (B)(6) 2021 at 12:50:00.000. Pump error 68 alarm was also found and recorded in the formatted history file on (B)(6) 2021 at 00:00:03.000, (B)(6) 2021 at 00:00:14.000, (B)(6) 2021 at 00:00:40.000, (B)(6) 2021 at 00:13:47.000 and pump error 23 alarm on (B)(6) 2021 at 00:08:35.000, (B)(6) 2021 at 00:14:14.000, (B)(6) 2021 at 09:55:03.000. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No pump error 63 alarm recorded in the formatted history file between (B)(6) 2021 00:00:00.000 and (B)(6) 2021 00:15:00.000. However, pump error 63 alarm (variableinfo = 03) during self test and were found in the formatted history file on (B)(6) 2021 at 08:17:34.000 and (B)(6) 2021 10:43:33.000. The keypad overlay was removed to perform visual inspection and a broken trace on keypad assembly was found. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. A test case was used and continued testing. The insulin pump passed the self test. In conclusion, pump error 63 alarm (variableinfo=03) during self test due to broken trace on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.